Event description:
It was reported that the patients lead was found to be damaged during a battery replacement procedure (MFR. Report number: 3006630150-2023-00503). The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned as it was kept by the medical facility.